Event description:
It was reported that the touch membranes showed premature wear possibly affecting motor function. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.